Manufacturer narrative:
No device is expected to be returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The account reported that during a tips procedure, the laureate wire was passed through a metallic needle during access when the tip of the wire sheared off. The physician chose to leave the tip in the patient's liver. Access was lost and regained with a different wire. The procedure was completed successfully with no injury to the patient.